Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to healing issue. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-03764. This report is submitted on january 13, 2023.